Manufacturer narrative:
Lot number is unavailable. Evaluation summary it was caused due to the improper connection on the scope connector. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of reprocessing. There was no report of patient harm. The soaking cap is leaky.